Event description:
It was reported that the patient¿s blood glucose level reached 285 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the pink slide did not move forward into the viewing window when the needle deployed, indicating a needle mechanism failure. No medical assistance was required.

Manufacturer narrative:
The device has been returned/received and a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone14.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.